Event description:
Ecp prescribed preference toric xr for the patient's right eye and another cv product for the left eye. Trial lenses ordered for patient on 06/26/06. After the initial trial fitting, the ecp ordered multipacks for annual supply on 7/31/06. Pt picked up lenses from dr.'s office on 8/17/06. Ecp reported patient experienced pain, blurry vision and photophobia of the right eye while wearing the preference toric xr lens and went to e.r. For treatment in 2006. ER ecp has not responded to requests for information. Pt was referred to md for f/u the following day. Patient seen for follow up next day. Ecp reported patient had a severe abrasion with edema, mild iritis (2+) and a reduction of best corrected visual acuity longer than 7 days. Pt was advised to see fitting practitioner for cl evaluation before continuing lens wear.

Manufacturer narrative:
Pt. Wearing schedule, care and handling not clear. Lens involved in incident was not returned for evaluation. Improper insertion and removal of contact lens a probable cause. No conclusions can be drawn.